Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The return status of the affected lead was asked and the rep reported it remained implanted in the right side, but was not hooked up to an implantable neurostimulator (ins).

Manufacturer narrative:
Other applicable components are:: product ID: neu_unknown_lead, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: neu_unknown_lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there were impedance issues present with a brand new battery that was being hooked up to a brand new lead. There were no noted contributing factors. It was reported that it was unscrewed, dried, reinserted and retightened multiple times and the same impedance errors persisted. They tried a new lead on the other side with similar results and no resolution after troubleshooting. A new battery was opened and hooked up, the impedance issues resolved immediately. It was reported a new battery was tried after two leads were tried and both had impedances out of normal range. No patient symptoms were reported. No further complications were reported or anticipated.